Manufacturer narrative:
(B)(4). Evaluation, conclusion: off label-unapproved or contraindicated use of device (aortic neck length less than 10mm). (B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. Vessel morphology was reported as the proximal aortic neck was 22mm in diameter and 4mm in length. During the index procedure all the stent grafts were implanted without complications; however, a type ia endoleak was noted at the end of the procedure. The physician attributed the cause due to the short neck of the proximal neck. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.